Event description:
It is reported that the instrument broke while impacting the femur.

Manufacturer narrative:
Visual inspection of the returned section impactor pad confirmed that the part had fractured. It was also noted there were scratches, gauging and general wear on the returned impaction surface indicative of repeated use. DHR was reviewed and no discrepancies were found. There are warnings in the package insert regarding this type of event and associated risks are addressed in risk documentation. Based on the information available, a root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.